Event description:
It was reported that the patient received a shock at the neurostimulator site every time the programmer was put on her and when her device was turned on. The shocking sensations resulted with the patient being in pain for a week. Due to this the programmer has not been used on the patient for 8 to 9 months. The patient was at home. Further information is being requested from the hcp.